Event description:
It was reported the customer had bent cannulas on their quickset. Customer also reported having issues with their serter. The customer stated their serter would not lock into place when inserting their infusion set. The customer's blood glucose was over 500 mg/dl. Customer's serter issue was not resolved by reviewing proper use of the serter. Customer's serter will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.